Event description:
It was reported that the customer was hospitalized for high blood glucose levels, as well as spilling ketones. The customer was very sick and was vomiting prior to being hospitalized. The customer was unable to troubleshoot during the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.